Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has not been returned to baxter so an eval could not be performed. If the device is returned a supplemental report will be submitted.

Event description:
It was reported that several battery modules have experienced fluid ingress. The customer reported that several modules have shorted out and needed replacement due to this problem. Any pt involvement, injury or medical intervention is unk.